Event description:
Reporter states, pt had a primary tka in 3/1991. He fractured his femur 1/1996, components became unstable as a result of non-union at the fracture site. The femoral component and tibial component were revised in 7/1997. On 9/19/97, the pt presented complaining of pain and reporting a "popping", resulting from the stem extender completely unscrewing from the femoral component.